Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a distal radious fracture surgery the surgeon had problems placing the tornillo cortical as the screw overshot the plate and was outside the plate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different screw. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per the video provided that the screw outside of the plate. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The screw and plate information were not provided to identify if they had the correct sizes used with the plate. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive force pushing the screw through the plate or using a wrong screw with the plate and went through the hole.